Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unknown procedure, the loop wire at the distal end of the hf resection electrode broke off and fell inside the patient. No further information was provided, but there was no report about an adverse event or patient injury. This is report 1 out of 2.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. A damage of the loop wire at the distal end of the device can be caused by contact with another metallic instrument or item, or by the application of excessive force which causes the loop wire to break off. In this case, the breakage of the loop wire was most likely caused by mechanical overload by the application of excessive force. The case will be closed from olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes.